Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to coviden on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that a hole presented on the hub of the catheter about 10 months after the pt received catheter placement, resulting in blood leak. The device was pulled. The pt involved w/o injury.